Manufacturer narrative:
The second 56mm occipital plate assembly installed and removed during the case is lot 6971104, manufactured on 5/18/2014. An evaluation of both returned 56mm occipital plate assemblies revealed no manufacturing, processing or design related irregularities. The instruments were found to be properly manufactured and released in accordance with the device master record. After a discussion with the sales representative about the surgery, several critical observations have been noted. First, this surgery was completed over a significant time period of over 9 hours under two separate surgeries. At the caudal two levels of c7 and t1, a competitive companies screws were used, which is a contraindication per the alphatec instructions for use (ins-046). The surgery was completed using the avalon pre-contoured transition rod. During the final steps of the surgery, the construct was tightened from the lower to upper levels (caudal to cephalad order). With the lower levels using screws that belonged to a system that required a 3.5mm rod and the construct being tightened from caudal to cephalad. The root cause is most likely attributable to the surgeon misaligning the self-retaining driver and set screw with the rotating body and locking clamp, causing the set screw to cross thread and damage the plate. The avalon surgical technique recommends that the construct be provisionally tightened at all levels first to ensure proper alignment and seating of the rod into each element (level) of the construct. With the surgeon not provisionally securing each level and then final tightening the construct from bottom to top, there was most likely a misalignment of the rod and the lateral components of the avalon plate. This most likely caused the surgeon to experience difficulty aligning the counter torque and the angled self-retaining screwdriver which lead to the damage to the two plates. The solanas avalon posterior oct fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. Device implants include a range of sizes of bone screws, hooks, rods, plates, and bridge assemblies to provide the versatility required for the specific conditions listed in the indications section. The components in the solanas system can be linked to the components in the zodiac® polyaxial spinal fixation system offered by alphatec spine using the axial rod connectors, parallel rod connectors or transitional rods. The implants are manufactured from surgical grade commercially pure titanium (conforming to astm f67) or titanium alloy (conforming to astm f136) with an electrolytic conversion coating. When used in the occipito-cervico-thoracic spine, the solanas avalon posterior oct fixation system may be used from the occiput to t3. It is intended that the implants be removed after successful fusion.

Event description:
During a posterior occipital-cervical surgery, the doctor attempted to final tighten the set screws positioned within the saddles of the avalon plate. He found the inner threads of the saddles had stripped out and would not allow the set screws to be properly secured. After explanting the first plate, the surgeon attempted another plate and experienced the same stripping of the threads. The surgeon explanted the second plate, which was also a 56mm and replaced it with a 66mm plate. He was then able to final tighten the set screws and complete the surgery without further issue. Removal and replacement of the occipital plates extended the case over 30 minutes.